Manufacturer narrative:
The device is expected to be returned. However, the device has not yet been received. A supplemental report will be submitted, if the device is received and evaluation is performed. H3 other text: device not returned.

Event description:
Reportedly, the resume pump alarm occurred. The customer acknowledged, that they forgot to resume insulin delivery, when they should have. Which led to their blood glucose (bg) going "high". Although, specific value was not provided. Elevated bg was addressed by a correction bolus via the pump.